Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's cousin alleges while the consumer was elevating her seat, frame allegedly gave way and consumer came crashing down.

Manufacturer narrative:
The tilt actuator failed at both attachment points on the seating system. Although a great deal of uncertainty exists involving this failure, galling at the actuator rod eye and attachment tabs on the frame would appear to indicate a loosening of the hardware (shoulder bolt & nut) at this interface and subsequent detachment therein. The nut still had tamper seal upon examination indicating proper assembly in 2023. The evaluator can not rule out improper weight displacement (side to side) or dropping in chair as causes. The tilt frame showed no evidence of mechanical binding when manipulated by hand. Updated serial number, updated UDI number, updated 510(k) number.

Event description:
Consumer's cousin alleges while the consumer was elevating her seat, frame allegedly gave way and consumer came crashing down.